Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "one point slider very difficult to move forward and required a lot of pressure" during implantation in unknown eye.

Event description:
Additionally reported, patient "had some early fibrosis" and patient to come back for a needling procedure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.